Event description:
It was reported that the patient had a fall and caused the implantable pulse generator (ipg) to migrate. The patient underwent an ipg repositioning procedure. The patient is doing well postoperatively. Nothing was removed or added.